Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was also reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was an extensive keypad tear throughout and the keypad button contacts were not present. The contrast button was held together via scotch tape. Unrelated to the original complaint, the battery compartment was cracked and moisture was present inside. The pump was opened and there was no moisture observed inside the device. Also unrelated, the battery cap had stripped threads and the display was display and letters had a red hue.